Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg explant (related manufacturer reference number: 3006705815-2019-04768) the lead was partially explanted. The rest of the lead was explanted on (B)(6) 2021. The reason for explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.